Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The reporter indicated the lens rotated and there was a refractive surprise. Additional refractive treatment (lasik enhancement) was performed. The lens remains implanted.

Manufacturer narrative:
(B)(4) device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).